Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that during preventive maintenance the centrimag associated to this battery did not pass the test twice. A replacement battery was being approved.

Manufacturer narrative:
Section d5: operator of device corrected section h6: health effect - impact code and medical device problem code corrected section g3: the initial report was submitted with an incorrect aware date of 29sep2024; the correct aware date is 26sep2024. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Sections h5 and h8: corrected for reusable medical device. Manufacturer¿s investigation conclusion: the reported event of battery maintenance issues could not be confirmed through this analysis. Provided information indicated that the centrimag battery (serial number: (B)(6). Was exchanged to resolve the event. The battery was scrapped and did not return for analysis. No log files were submitted for review. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. C) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a replacement battery was used and the event resolved.